Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter is filed under a separate medwatch report number.

Event description:
This is filed to report the ventricular fibrillation and suspected air emboli on the second mitraclip. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip was advanced beneath the mitral valve. When it was pulled back to the left atrium, the height of the device was lower than it had been. The height was rechecked and it was suspected that there was a tear in the septum causing the lower height. Some adjustments were made to the position of the sgc (steerable guide catheter) to compensate for the tear in the septum and lost height. There was left to right shunting and the atrial septal defect was larger than expected, but no treatment was required. The procedure continued with deployment of the first mitraclip reducing mr to grade 2 to 3. When the second mitraclip was exiting the sgc into the left atrium, the patient went into ventricular fibrillation so the second undeployed clip was removed. The ventricular fibrillation was treated with defibrillation. The patient was stabilized but the procedure was aborted. Air embolism was suspected to be the cause of the ventricular fibrillation, but no air was visible. There were no issues using the mitraclip devices. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported ventricular fibrillation appears to be a cascading effect of the reported air embolism. The air embolism and arrhythmias, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.